Event description:
During review of a published article, ("stenting as an alternative to pen repair in traumatic superficial femoral artery injuries" authors: durai r ms, mrcs, kyriakides c md, frcs, southern medical journal 2008;101(9): 963-966) an adverse events was identified. A boy was admitted with a gunshot wound to the right mid-thigh. Clinical examination revealed an anterior entry wound and a posterior exit wound through the thigh with associated foot ischemia. Anterograde peripheral angiography demonstrated an extravasation of the contrast at mid-sfa level with evidence of an arteriovenous fistula between the sfa and femoral vein. The patient was then treated by placing a gore vaibahn endoprosthesis in the sfa. The result was exclusion of the fistula and reperfusion of the foot. Four days after stenting, the patient developed a deep vein thrombosis on the same side, and the viabahn graft became occluded. The patient underwent a graft thrombectomy and superficial femoral vein thrombectomy, as well as calf fasciotomies.

Manufacturer narrative:
A lot number was not reported for this event. Consequently, a review of the manufacturing paperwork could not be performed. Attempts to gain additional information has been unsuccessful. No further information is available.